Event description:
It was reported that the defibrillator will not pass operational check; it does not pick up leads and one of the function buttons is showing a fault. The event occurred during clinical use, but there was reportedly no patient harm.

Event description:
It was reported that the defibrillator will not pass operational check; it does not pick up leads. The event occurred during clinical use, but there was reportedly no patient harm.